Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event, the image was cutting in and out due to a faulty charged coupled device unit. In addition, there was a cable shortage causing intermittent image and the coupler base plate was bent. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the device had an error code, e311, in reprocessing. No patient harm or injury was reported.